Event description:
It was reported that during a routine inspection, the needle was broken off when he opened up the case on (B)(6) 2014 . The depth gauge for 2.0mm and 2.4mm screws that was discovered appeared to be in need of repair. It was found outside of the operating room. No patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Service history review: lot 5188448: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was conducted. The report indicates that the product drawing from time of manufacture, needle and slider were reviewed during this evaluation. This material is typical of depth gauges sold by synthes and is acceptable for this use. No drawing discrepancies were identified. The compact hand/modular hand system design and clinical risk management document adequately addresses the complaint condition ¿broken: tip broken procedural step unknown.¿ based on the fracture pattern of the needle, it appears as if the instrument received a side load, causing the needle to break at the intersection with the slider. The design is adequate for its intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service & repair evaluation was performed. The investigation of the complaint articles has shown that: the customer reported the depth gauge required repair. The repair technician reported the tip broke off. The item is not repairable. The cause of the issue is unknown. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.